Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rapid battery drainage with the insulin pump, including a replace battery now alarm occurring less than 8 hours after a low battery alert. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and it was confirmed that the battery cap and compartment showed no signs of damage. The customer was advised that the insulin pump would be replaced and was informed to continue using the insulin pump until the replacement arrived if a new battery was installed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 3.0 received the lowbatteryalert (104) on 07/16/2025 17:37:00 after more than 7 days at 13.92 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/02/2025 13:41:00 after more than 7 days at 11.58 days. Battery cycle 1.0 received the lowbatteryalert (104) on 06/20/2025 13:39:00 after more than 7 days at 10.13 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, stained keypad overlay and pillowing keypad overlay. No power errors noted and passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery loss not confirmed. Charge/battery lasting less than expected not confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.